Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime/delivery test. Motor passed motor test. No motor error alarm. No excessive no delivery alarm noted. Unit received intermittent button response due to corroded keypad traces. No button error alarm. Pump received with scratched lcd window. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump received a no delivery alarm, motor error alarm and button error alarms. Customer was not able to clear alarms due buttons not responding. Customer's blood glucose was 61 mg/dl which was treated with juice. Customer was advised that insulin pump would be replaced.